Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level went up to 505 mg/dl. The quick release was leaking around the arm. He noticed his shirt was wet. The customer had fatigue. The customer treated his blood glucose level with a syringe. The device was not returned.